Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that blood coagulated in the warmer luer connector of the return line at the level of the connection with the thermax connector. A functional air leak test was also performed, and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(4). G1 address line 1: parc d'activitis des treize vents 92 rue des treize vents. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine equipped with a thermax blood warmer, a minor external blood leak was observed from the luer lock connection between the thermax disposable and the return blood line of the prismaflex st150 set, resulting in a small blood clot. There was no report of patient injury or medical intervention associated with this event. No additional information is available.